Manufacturer narrative:
Investigation summary: it has been received 1 unused sample with open blister of 5ml lot 1707007. On visual inspection of the sample received, it can be observed grease on the plunger nerve of the syringe. DHR of lot 1707007 has been reviewed not finding any annotation or deviation regarding the alleged defect. On inspection at 10x it can be observed this grease is oil from molding process, from injection machine. Plunger can resulted stained with oil if it is not correctly expelled from the mold taking contact with any lubricated element of the injection machine. Molds maintenance is done periodically according procedure. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The incident is reported to area manager. Investigation conclusion: defect: foreign matter- oil it has been received 1 unused sample with open blister of 5ml lot 1707007. On visual inspection of the sample received, it can be observed grease on the plunger nerve of the syringe. Sub-process visual inspection functional inspection molding 2 injections per shift n/a printing 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet once in the pallet of middle lot and once in last pallet of the lot. Assembly 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet once in the pallet of middle lot and once in last pallet of the lot. Primary packaging 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet once in the pallet of middle lot and once in last pallet of the lot. Secondary packaging 1 shelf-package per pallet n/a. The incident is reported to area manager. Root cause: on inspection at 10x it can be observed this grease is oil from molding process, from injection machine. Plunger can resulted stained with oil if it is not correctly expelled from the mold taking contact with any lubricated element of the injection machine. Rationale: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure (B)(4).

Event description:
It was reported the bd plastipak¿ syringe concentric¿ luer slip had a foreign matter (described as "brown grease substance") on the plunger. Found before use. No serious injury or medical intervention noted.